Manufacturer narrative:
The reported complaint was not verifiable. The field service representative (fsr) did not visit customer site (replacement was ordered and customer was to install new sensor). The customer did not reply to the manufacturer's request to have old sensor returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Replacement sent, customer will install new flow sensor.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a backflow error with the flow sensor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.